Event description:
It was reported that the pulse generator could not be interrogated, and a "please locate device" message appeared. The programmed parameters could be seen, but measured data could not be retrieved and tests were not possible. At the last interrogation in 2008, battery data was 2.69 v, 8 ua, 6.6 k with an estimated longevity of 1.75 years to elective replacement indicator. The device was to be scheduled for replacement.

Manufacturer narrative:
Na